Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of the stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric into the pancreas to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus)-guided won drainage procedure performed on (B)(6) 2023. During the procedure, the axios stent was able to be deployed in the correct location; however, the stent's first flange was not able to fully expand. The stent remains implanted, and the physician is comfortable leaving the stent implanted inside the patient. The procedure was successfully completed with the original device. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be good.